Event description:
Boston scientific crm received information that a micro-dislodgement was suspected with this right ventricular lead. R-waves went from 10mv to 2.5mv. The physician elected to explant and replace the lead.

Event description:
--

Manufacturer narrative:
The lead has not been returned. Should this lead get returned, this event would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A visual observation noted set screw marks on the terminal pin and ring assembly. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.